Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via an email from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that on (B)(6) 2023, they had their pain pump surgically installed and for the next six months, the pump performed flawlessly. The patient stated that they returned to normal life activities almost immediately, and as a result, they terminated the use of opioid medication as it was no longer necessary to manage their pain. Their surgeon announced his retirement in april and simultaneously his pa (physician¿s assistant) announced that she was leaving. On (B)(6) 2024, the patient had their final appointment with the pa to refill their pump and her replacement was supposed to be present, but she cancelled. The patient¿s next pump refill appointment was on (B)(6) 2024, and the patient explained to the new pa that their pain pump was failing. The pa responded that she would reschedule them for a medication refill on (B)(6) 2024, at 1 pm which she subsequently cancelled. In the meantime, from the (B)(6) 2024 appointment until the next (B)(6) 2024 appointment the pump¿s performance continued sharply declining and the patient¿s pain level continued to escalate. The patient tried to reschedule their (B)(6) 2024 appointment to an earlier date; however, they declined, and the explanation given was that the new pa was extremely backed up with other patient emergencies and no openings were available. So, on (B)(6) 2024, it was necessary for the patient to go back on opioid medication which was something that they wanted to avoid at all costs. On (B)(6) 2024, their pain management doctor ordered a urine test which was conducted immediately downstairs in his lab, and it was necessary for the patient to take the lab results back upstairs before they could complete the patient¿s check-out and order the opioid medication. Which according to the patient was all completed, but what was odd was that the lab results showed no evidence of the pain pump medication being in their urine, so the patient was wondering why this was the case. The patient was also wondering why their current pain level was no different than it was a year ago before they had the pain pump surgically installed.